Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued. At the time of this report, the patient remained hospitalized; however, the patient recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (250mg, intraperitoneal, every 5th day, ongoing) and ceftazidime injection (500mg, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.